Manufacturer narrative:
Based on the inspection performed, there were multiple non-olympus parts noted on the device. The device failed the insulation test due to dents and scratches on the distal end cover. The light guide lenses were cracked. The device was serviced and returned to the user facility. The exact cause of the patient outcome could not be determined; however, the use of a third-party service provider could not be ruled out as a contributory factor, as the integrity and functionality of the device could have been compromised. Cross reference for the first patient MFR# 2951238-2014-00185.

Event description:
The user facility returned the colonoscope to olympus for inspection, as the colonoscope was involved in two separate cases of colon perforation. The colonoscope was repaired by a third party service provider. Olympus followed up several times with the user facility to obtain additional information regarding the report but with no results.